Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter ac*t-diff analyzer. The instrument was failing platelet (plt) background during a startup when the leak was noticed. The volume of the leak was about 1ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the instrument was leaking from the probe during a startup and the platelet (plt) backgrounds were failing. The fse replaced the probe wipe rinse block and the leak was fixed. Per the fse, the plt background failures were not related to the leak. The fse performed a system decontamination as per the maintenance routine for the instrument and the plt backgrounds passed. The repairs were verified per established procedures. The leak was repaired by replacing the probe wipe rinse block. The plt background failures were fixed by performing a decontamination procedure. The instrument operated as intended by generating failing plt backgrounds, alerting the operator to an instrument problem. (B)(4).